Event description:
(B)(6) was using the tx microtip on a calcific shoulder when he pulled out the microtip to redirect and noticed the plastic sheath surrounding the needle was "splayed" and (B)(6)thought it was possible that a piece of that plastic may have remained there. That is all the specific info I got from him on the phone.